Event description:
Customer states he is getting error code 1102, primary alarm failed. There was no patient involvement. The remote service engineer advised the customer to verify the speakers are connected, verify that the braided wires are not touching the speaker housing. Verify the speaker resistance, and potentially replace one or both speakers, or replace the cpu pcba. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.